Event description:
It was reported by service report that the backrest would not support weight due to the rear cross bar being damaged. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.